Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device') and pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included overweight. Concomitant products included paracetamol (tylenol) since 2008. In 2013, the patient had essure inserted. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrointestinal disorder ("gastrointestinal disorder"), alopecia ("hair loss"), nausea ("nausea"), rash macular ("rash nos/red blotched on skin"), vaginal discharge ("vaginal discharge"), vision blurred ("vision problems/vision/eye problems: blurry vision"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary track infection"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain / loss specify which one/weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy abnormal bleeding/ abnormal vaginal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), fatigue ("fatigue"), menorrhagia ("menorrhagia"), mood swings ("hormonal changes: mood swings") and skin disorder ("skin disorder"). The patient was treated with surgery ((B)(6) 2017 bilateral salpingectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, gastrointestinal disorder, alopecia, menorrhagia, nausea, rash macular, vaginal discharge, vision blurred, weight increased, cystitis, vaginal infection, urinary tract infection, migraine, headache, mood swings and skin disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash macular, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most, if not all symptoms were decreased soon thereafter removal. Discrepancy noted in essure insertion date: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event clubbed and pt term updated: hormonal changes: mood swings, rash nos/red blotched on skin, vision problems/vision/eye problems: blurry vision and weight gain / loss specify which one/weight gain. Event deleted: eye problem. Event severity added for: pelvic pain and abdominal pain. Concomitant drug added. Incident- no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device") and pelvic pain ("pelvic pain") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". In 2013, the patient had essure inserted. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrointestinal disorder ("gastrointestinal disorder"), alopecia ("hair loss"), menorrhagia ("menorrhagia"), nausea ("nausea"), rash ("rash nos"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), eye disorder ("eye problem"), weight fluctuation ("weight gain / loss specify which one"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary track infection"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy abnormal bleeding/ abnormal vaginal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), fatigue ("fatigue"), hormone level abnormal ("hormonal changes") and skin disorder ("skin disorder"). The patient was treated with surgery ((B)(6) 2017 bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, gastrointestinal disorder, alopecia, menorrhagia, nausea, rash, vaginal discharge, visual impairment, eye disorder, weight fluctuation, cystitis, vaginal infection, urinary tract infection, migraine, headache, hormone level abnormal and skin disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, device dislocation, dysmenorrhoea, eye disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: most, if not all symptoms were decreased soon thereafter removal. Most recent follow-up information incorporated above includes: on 25-jun-2018: reported information was added. Pfs received. Following events: hormonal changes, migration of essure device location of device, apareunia (inability to have sexual intercourse), bladder problem, urinary problem, dysmenorrhea (cramping), fatigue, gastrointestinal disorder, hair loss, abnormal bleeding (vaginal), menorrhagia, nausea, rash nos,skin disorder, vaginal discharge, vision problems, eye problem, weight gain / loss specify which one, bladder infection, vaginal infection, migraines, headaches, she did not undergo an essure confirmation test, urinary track infection. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery to remove the essure coils on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.